Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using original battery cap and a new battery. Unit was downloaded successfully using thus software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 12.0 received the lowbatteryalert (104) on 10/27/2025 17:04:00 after more than 7 days at 12.19 days. Battery cycle 10.0 received the lowbatteryalert (104) on 10/15/2025 11:30:00 after more than 7 days at 13.46 days. Battery cycle 9.0 received the lowbatteryalert (104) on 10/02/2025 00:30:00 after more than 7 days at 13.38 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, upon reviewing unit in adapt, several failedbatttest alarms were noted from 10/28/2025 23:52:24.000 through 10/29/2025 09:32:00.000, indicating abnormal battery behavior due to multiple battery insertions paired with failedbatttest at a higher-than-expected frequency. Additionally, upon powering up unit, a persistent failed battery test alarm was noted despite multiple battery installations. Unable to perform sleep current measurement test, active current measurement test, and self-test due to persistent failed battery test alarm preventing further testing of unit. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. Per visual inspection, all connectors including the battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Isolate battery anomaly to electronic assembly. Unit was received with the following cosmetic damages: label damage (faded), battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer allegations with failed battery test were confirmed when unit displayed persistent failed battery test alarm despite multiple battery installations, in addition to several failed battery alarms noted in adapt within less than 7 days. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a battery-failure alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, and the customer reported that no damage to the battery cap or compartment springs. The customer continued to receive battery-failed alarms even after inserting new batteries, restarting the pump, and using a replacement battery cap. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.